Manufacturer narrative:
Reference related MDR 2183959-2019-62909 for second procedure.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to unspecified reasons. The device was explanted in the end of 2018 due to erosion and a replacement was just implanted. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.